Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative and a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient would be sitting and feeling stimulation normally and then the stimulation would disappear. The patient would then pick up their controller and press either the up or down arrow and the stimulation returned. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that rep met with the patient and determined that cycling was turned on. When this was turned off the problem went away. No further patient symptoms or complications were reported in this event.